Event description:
It was reported that during a low anterior resection procedure, the device was fired on the rectal stump, and it cut but did not fire staples. The surgeon then proceed to fire the device tow more times without incident. There was no patient consequence.